Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now reported that the patient had a total knee arthroplasty revised due to loosening.

Manufacturer narrative:
The device history records were reviewed with no related deviations or anomalies identified. No product was returned, therefore, visual and dimensional evaluations could not be performed. Components were reviewed for compatibility, no issues were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Other device used: catalog #00595004702, nexgen mis precoat stemmed tibial component, lot #61057521. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.